Event description:
It was reported that during engineering evaluation, it was observed that the motor device had an e6 error code. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the air pump automatically came on when the motor was plugged into the console. The type of damage is indicative of a device that has been over heated, causing the thermister to go bad, which could result in an e6 error until the thermister is no longer operational. In such situations, just the air pump will come on when the motor is plugged into the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be damage due to misuse, abuse and /or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.